Manufacturer narrative:
The following devices were also listed in this report: device name catalog# lot# triathlon bushingsaxle stdassemblypack, 5612-3-000, 2p257v. Triathlon hinge bumper neutral, 5612-4-000, errar7a1. Triathlon hinge b/plate size 7, 5612b700, ydh9s. Triathlon hinge femur 6r, 5612f602, t436l. Triathlon asymmetric x3 patella, 5551-g-381-e, jm7h. Triathlon sym cone aug sz b, 5549-a-120, 1wau1. Triathlon stem extender 25mm , 5571-s-025 , 5j02y9. Triathlon cemented stem-15mm x 50mm, 560-s-115, 1663510k. Tri cemented stem 12mmx50mm, 5560-s-112, 1201200k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding infection involving a triathlon tibial component was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot and sterile lot. Conclusions: it was reported that the patient was revised due to infection. All stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10-6 in accordance with applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to infection. The hinge bushings and axle, bearing component, and bumper were revised and a washout was performed. Rep confirmed that no further information will be released by the hospital or surgeon.